Event description:
It was reported that the burr was stuck in the lesion and a perforation occurred and the patient was sent to emergency surgery the target lesion was located in a 95% stenosed, highly calcified and moderately tortuous highly calcified lesion within the right coronary artery. A non-bsc guidewire was unable to cross the lesion. The non-bsc guidewire was exchanged for a rotawire guidewire and a rotapro 1.50mm atherectomy catheter. Set rotational speed was 200,000 rpm. During the first ablation the rotapro 1.50mm was caught within the lesion. The rotapro 1.50mm was able to be withdrawn and repeated ablation was performed. After the fifth ablation the rotapro 1.50mm became stuck. The shaft of the rotapro 1.50mm was cut, the protective sheath could not be removed. A .14-inch non-bsc guidewire was advanced and a 1.5mm balloon was inserted to the point where the rotapro 1.50mm was stuck. Coronary artery perforation was also observed on the inner bay side in front of the lesion during imaging. The balloon was expanded by 3.0 mm to stop the bleeding. The bleeding was suppressed, but due to st elevation, the patient was transferred to cardiac surgery for emergency surgery. The rotapro 1.50mm was able to be removed by surgical procedures and bypass. The patinet condition calmed down. No further patient complications were reported.